Event description:
Pt had a pca pump attached to an IV line. The pca pump had a 60cc syringe full of morphine set at 1.5 ml dosage, with a maximum of 9.0 ml per hour. During rounds, nurse aid noticed pt had purple fingers and checked with pulse ox, result 67%. The full syringe was empty, pt rec'd entire syringe of medication. The syringe was fully extended in pump, but was full of air.